Event description:
The customer alleged a healthcare worker experienced burning eyes and skin rash from the oil mist. The worker sought medical attention at the facility's health center, but it is not known if any medication was prescribed. No personal protective equipment (ppe) was worn. The symptoms lasted 24 hours then disappeared. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other -eye irritation. Other: capital equipment, evaluated at customer site. The field service engineer (fse) ran the vacuum pump, and verified that it was working properly and that no smell or oil mist was present. The customer stated there are five air exchanges per hour. The fse verified the system met the MFR's specs and performed an empty chamber test successfully. Result other -vacuum pump. Reference mdrs: 2084725-2009-00322 and 2084725-2009-00319.